Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the pre-dilatation in the heavily calcified diagonal artery, the 2.5 x 20 mm trek balloon ruptured during the second inflation at 16 atmospheres. A second 2.5 x 20 trek balloon ruptured at 15 atmospheres during the first inflation. A voyager nc 2.0 x 20 mm balloon was ultimately used to successfully perform dilatation and a xience prime stent was successfully implanted. There was no adverse pt effect.

Manufacturer narrative:
(B)(4). The trek dilatation catheter is being filed under a separate medwatch report. Eval summary: the balloon catheters were not returned for eval; therefore, it was not possible to perform a thorough analysis on either device, which may have aided in determining a cause for the reported difficulties. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported info, the lesion was moderately tortuous, heavily calcified and 75% stenosed, which may have contributed to the experienced ruptures. Since there was no report of any leaks noted during preparation fur use, this may suggest that the balloons were not damaged prior to use. Furthermore, it was noted that the first catheter used during the procedure ruptured upon the second inflation, which may further indicate that the rupture was not related to a product quality deficiency. If the balloon experiences mechanical damage at some point during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it is possible that the balloon material of both catheters was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the each balloon ruptured upon inflation attempt. Reportedly, both trek catheters were pressurized to 16 atm, which is above rpb. It should be noted that the product instructions for use warns: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of balloon (with a 95% confidence) will not burst or below their rbp. Use of a pressure-monitoring device is recommended to prevent over-pressurization. In this case, inflating the balloon catheters beyond its specified rbp may have contributed to the reported difficulties. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this instance, based on the info received with this complaint and without both products to examine, a definitive cause for the reported balloon ruptures cannot be determined.